Event description:
It was reported that the pulse generator exhibited intermittent output at implant and the patient went asystolic for eight to ten seconds. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited intermittent loss of output due to a defective integrated circuit c hip.